Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (high 300s mg/dl) and insulin injections were administered to address the bg level. The cause of the high bg was not known. As the customer was not with the contact at the time tandem technical support was telephoned, troubleshooting to determine a possible cause of the high bg was unable to be performed.